Event description:
It was reported that the lead has high, unstable impedance. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event. It was reported that the lead was explanted and replaced. It was also noted that imaging showed that the lead had an abnormal bend at the right ventricular posterior wall.

Event description:
It was reported that the lead has high, unstable impedance. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event. It was reported that the lead was explanted and replaced. It was also noted that imaging showed that the lead had an abnormal bend at the right ventricular posterior wall.

Event description:
It was reported that the lead has high, unstable impedance. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. It was visually noted that no buckling or abnormal curves were noted. The lead passed through the introducer with no resistance.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.